Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during patient therapy, the user's thermogard xp ivtm system ((B)(4)) prompted error code mid:09 (air trap assembly). The user cleaned the airtrap sensor tunnels but unsuccessfully cleared the reported issue. A loaner was provided same day and patient therapy continued. No known impact or consequence to patient was reported.